Event description:
It was reported that a patient diagnosed with an osteoporotic compression fracture underwent a balloon kyphoplasty procedure (bkp) at l2. As the ibt (inflatable bone tamp) was inserted into the left pedicle of the l2 vertebral body, the balloon ruptured inside the vertebral body. The balloon was removed and examined outside the patient where it was confirmed that contrast agent was leaking from a hole in the balloon. The treated vertebral body was irrigated with saline. Reportedly, no abnormality was seen with the patient's vital signs and no balloon fragment was left in the patient. No allergic reaction to contrast agent was reported. The patient's bone quality was reportedly hard, but cavity creation was conducted without problem by using another balloon and the procedure including cement injection was successfully completed. The surgical time was extended approximately 31-60 minutes.

Manufacturer narrative:
(B)(4).